Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information as well as engineering evaluation findings. Section b1, b5, h6 device code have been corrected. Sections b4, g3, g6, h2, h6 type of investigation and investigation findings, investigation conclusion and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the complaint site was reviewed by the edwards proctor and the imaging team. The review identified halt involving all three leaflets, with the right coronary cusp appearing more affected than the others. In addition, there was visible calcium present on the leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on provided imagery. As reported, "imagery provided by the complaint site was reviewed by an ew proctor, which observed commissural thickening across all three leaflets, with the right coronary cusp appearing more affected than the others, and noted some calcium present on the leaflets." The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 5 months later, the patient presents with a failed valve due to stenosis. A new tavr is planned to be implanted. Imagery provided by the complaint site was reviewed by an edwards proctor, which observed commissural thickening across all three leaflets, with the right coronary cusp appearing more affected than the others, and noted some calcium present on the leaflets. The valve appeared appropriately positioned and quite well expanded.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 5 months later, the patient presents with a failed valve due to stenosis. A new tavr is planned to be implanted.

Manufacturer narrative:
Investigation is ongoing.